Event description:
It was reported that a nurse was performing an electrocardiograph (ECG) when she smelled a faint burning scent. She went on to perform 2 more ecgs and the smell increased. The unit was switched off and a technician was called to check the device. The technician turned to unit back on 5 minutes later and noticed visible smoke coming from the device. The unit was switched off and the battery removed. The battery was reported to be near room temperature. After a few minutes, a blister formed on the plastic housing near the ECG cable connection. The blister developed into a blackened hole. The unit's motherboard was visibly hot. There were no injuries reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The month of manufacture is not known at this time. This device was originally manufactured in (B)(4) but the facility no longer manufactures devices.